Manufacturer narrative:
Unit was received with normal operating currents and no unexpected off no power, weak battery, low battery, battery out limit, failed battery test alarms during testing. Unit had intermittent up and down button response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the toilet. Customer reported that as a result, a weak battery alarm was received after attempting to change battery and buttons were not responding. It was also reported that numbers continued to scroll on their own. Customer's blood glucose was 266 mg/dl. Customer was advised that insulin pump would need to be replaced.